Manufacturer narrative:
The patient's dob or age at time of event, gender, weight, ethnicity, and race are unknown. This information was not available from the facility. Patient information regarding relevant tests/ laboratory data or medical history are unknown. This information was not available from the facility. Report source: foreign- japan. 510(k) is n/a. This device is only sold in japan. The angiosculpt device was not returned by the facility, thus no returned product investigation was performed. The IFU warns at least 99.9% of the balloons (with a 95% confidence level) will not burst at or below the rbp. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
The angiosculpt device was used in the mid peroneal artery. During the 2nd inflation at nominal pressure, the balloon ruptured. The procedure was completed with a new angiosculpt device. No patient injury reported. This product problem is being submitted conservatively because the balloon ruptured below rbp.

Manufacturer narrative:
Block h3: visual inspection found no unusual characteristics of the device. During functional testing, using an indeflator filled with green color dye water, the balloon was inflated and at less than 2 atm, a pinhole leak was confirmed on the proximal portion of the balloon. Block h6: in the initial MDR, investigation conclusion code #22 (known inherit risk of device) was listed and remains appropriate. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.